Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a drilled neuro-tip leg and neuro-tip foot plate. A visual and functional assessment was performed on the device which found that it had a drilled leg and neuro-tip. Therefore, the reported condition was confirmed. It was determined that the issue with the drilled neuro-tip leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro-tip. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was determined that the craniotome device had a drilled tip and foot plate. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.